Event description:
The customer reported that the mwa pump tubing in sue during a laparoscopic liver ablation leaked on the ablation pump and the pump stopped working. This caused a one hour delay in the procedure, as another pump needed to be located in order to complete the procedure. There was no pt injury caused by the delay.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.